Event description:
It was reported that the patient's seizures had been increasing prior to vns implant. Now with vns placed, the patient's seizure condition continues to increase. The patient had their device disabled in 2021 due to this fact, and due to unspecified adverse events that were not tolerable. No other relevant information has been received to date.